Event description:
It was reported through remote transmission that the patient's pacemaker exhibited noise on atrial and ventricular channels. No intervention was performed, and the clinic will continue to monitor the patient. The patient was in stable condition.